Manufacturer narrative:
A beckman coulter field service engineer assessed the instrument for the cause of the burning odor. The fse identified a charred component on a motion control card (mcc) pcb (printed circuit board) as the source of the burning odor. A short in a power wire for the motor controlled by the mcc pcb was the cause of the charred component. The fse replaced the motor and mcc pcb and corrected the event. The replaced mcc pcb was sent to bec complaint handling unit (chu) for evaluation. The chu investigator confirmed a chip on channel 5 (five) of the returned mcc pcb was charred and likely produced the burning odor. In conclusion, a short in a motor power wire contributed to the charring of a component on the mcc pcb which produced the burning odor. (B)(4).

Event description:
A beckman coulter (bec) field service engineer (fse) reported a burning odor while troubleshooting customer's unicel dxi 600 access immunoassay system (serial number (B)(4)). There was a report of no affect to patient test results and no report of smoke, fire or injury to operators in connection to the event. The fse assessed the instrument for the cause of the burning odor.